Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that system was performing as intended. The system passed the system checkout and was found to be fully functional. The archive was provided for analysis and did not contain a registration pattern. The archive showed the tip of the nose missing and an artifact. Logs have been received for review. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used for a catheter placement. It was reported that intra-operatively, the site registered and was accurate but after draping, a 1/2 inch deep inaccuracy was noticed. The registration was accurate beforehand but inaccurate after draping. It was suspected that the site might have bumped the reference frame. The site proceeded with navigation accounting for the inaccuracy. There was no reported impact to patient outcome. There was a reported delay to the procedure of less than one hour due to this issue.

Manufacturer narrative:
A software analysis was initiated. However, the software evaluation found that a probable cause was unable to be determined. The logs and archive were reviewed but provided no additional insight regarding the cause of the reported issue. If information is provided in the future, a supplemental report will be issued.